Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right atrial lead was failing to capture. An x-ray revealed the lead was dislodged. The lead was explanted and replaced on (B)(6) 2021. The patient experienced no symptoms related to this event.

Manufacturer narrative:
The reported events were dislodgement and no capture. As received, a complete lead was returned in one piece for analysis. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found no anomalies. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.